Event description:
A malfunction alarm was reported, indicating a software error in the pump. There was no adverse impact to the customer's blood glucose level. The customer reported multiple occurrences of the malfunction and, as advised by technical support, will return the defective pump for replacement. The customer was instructed on how to put the pump into storage mode and acknowledged the instructions for returning it within 10 days.